Event description:
Customer reported, a secondary infusion of mitoxantrone 19 mg in a 60ml bag back flowed into primary infusion of 500 ml of 0.9 normal saline. Primary tubing was clamped so pt received medication in secondary infusion. No pt harm or medical intervention was required. Although requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The facility's risk manager indicated product was available at the site; however, it will not be returned to the MFR for eval due to the hazardous material used with the tubing. The product model and lot number were not identified, therefore, a device history record review could not be performed.